Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; two events were confirmed during testing. One device was found to be affected by paint chips flaking from the device and corrosion. One device was found to be affected by paint chips flaking from the device, lack of lubrication and corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device overheated and had paint chips coming from the device. There was no patient involvement; no patient impact.